Event description:
(B)(4).

Manufacturer narrative:
The technician performed a full safety and function check and found no issues, the bed functioned as designed. The technician in-serviced the account on all of the bed exit features to resolve the issue.